Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: it was reported that the spike is detaching from the blood set causing leakage. No patient injury.

Manufacturer narrative:
This report has been identified as event 2 of b. Braun medical internal report number (B)(4). No photos were provided for evaluation. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. Based on the data from our evaluation, the exact nature of the reported defect could not be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.